Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became unresponsive. Reportedly, the screen illuminates, but does not respond to presses. There was no patient involvement as the pump was not used for insulin therapy.